Manufacturer narrative:
The reported events of stylet insertion and removal difficultly were confirmed. A complete lead, without a stylet, was returned in one piece for analysis. The cause of the reported event was isolated to the over-torque inner coil consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet could not be inserted completely and it was difficult to manipulate the atrial lead during implant. There was resistance when stylet was inserted and pulled out from the lead. The lead was replaced during the procedure on (B)(6) 2020. No patient consequences.